Manufacturer narrative:
.

Event description:
They did a follow up x-ray and the broken piece off the inserter (corail) tip was found. The patient is not looking for anything to be done and doesn¿t feel any irritation. Surgeon told me that at this time he doesn¿t plan to go back in to remove piece.

Manufacturer narrative:
Product complaint # pc - (B)(4). Investigation summaryexamination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cpd department when cleaning the instrument in decontam noticed the end tip of stem inserter had been broken off. That is when we were aware of instrument being broken. To the best of my knowledge the piece was recovered but I will follow up with the hospital to find out more. No surgical delay.